Event description:
Doctor performed surgery on female pt (B) (6) 2009. On (B) (6) 2009, pt had a violent muscle spasm in the jaw. Pt returned to hospital and x-rays revealed the plate had broken. Surgery was performed to remove and replace broken plate.